Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcgstat) on a cobas 8000 e 602 module (e602). The sample was processed on a cobas 8100 system and then sent to the e602 analyzer for testing. The sample initially resulted as 1 miu/ml and this value was reported outside of the laboratory. The result was questioned by the physician, so the sample was repeated. The sample was loaded directly on the e602 analyzer and repeated twice using the elecsys hcg + beta test system (hcgb) test method, resulting as 397.4 miu/ml and 400.7 miu/ml. The repeat value of 400.7 miu/ml was believed to be correct. The patient was not adversely affected. The hcgstat reagent lot number was 24867501, with an expiration date of 30-sep-2018. The field service engineer determined that there was a sampling issue with the analyzer. He replaced a seal and cleaned the probe. He ran performance testing and quality controls. He verified operation of the analyzer.

Manufacturer narrative:
The issue was determined to be caused by incomplete maintenance of the analyzer. No further events related to the issue have occurred.